Event description:
It was reported that, "the single wire tensioner would not grab the wire (cable)."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted on the supplemental report.